Event description:
Report received states "leaked filled infusor soon after attachng to pt-seems to have leaked from the coiled tubing looking at the amount and spiraling of the precipitation." Additional info received indicates device contained 5-fluorouracil, however, there was no exposure of the drug to the pt and no pt injury resulted.